Event description:
No suction - tried to apply suction three times but it would not work. New loi had to be opened to complete the procedure. Product had patient contact but no patient harm. The failed product is available to be returned to the manufacturer.